Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 524 mg/dl with polydypsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and IV fluids by their healthcare provider. Troubleshooting with customer technical support was unable to be completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. No errors, alarms or warnings occurred during the 24hr duration testing. The pump history showed that the pump was manually suspended on 04/14/2015 at 22:07; pump was then powered off at 04/15/2015 at 20:09. Deliveries resumed at 04/16/2015 at 14:17. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.